Event description:
Abiomed bvs blood pump and associated cannula were implanted without issues. Blood pump looked good, bladders were adequately filling and emptying. Pt was supported for approx 45 minutes. Surgeon then noticed a small amount of blood coming from the atrial cannula. The surgeon adjusted the cannula to see if the leaking was coming from the side hole and immediately the pump filled with air. The cannula and pump were then clamped to prevent entrapping air. The pt became hemodynamically unstable and blood pressure plummeted. Acls measures were instituted, but pt expired within a short period of time (5 - 10 minutes).

Manufacturer narrative:
Abiomed was notified of the event via email. Per medwatch report, event description was listed as, "pt on lvad expired when blood started spurting out of a hole in the tubing." However, abiomed interviewed the surgeon and perfusionist, and neither mentioned anything about the pt suffering severe blood loss. The cannula was not returned to abiomed. Based on the facts gathered, the event appears to be related to the cannula manipulation by the surgeon. The pump filled with air in only a few beats, so if there was a pre-existing hole it did not have an impact on the pt in the first 45 min of support. Therefore, the hole would have to be new and/or acutely very large to have this impact in just a few beats (after being stable for 45 min ). During this manipulation the side holes could have been exposed by pulling the cannula back or by tearing of the atrium due to excessive force while pulling on the cannula, thus exposing the cannula tip. Abiomed has reviewed the mfg records for the cannula involved, and there were no issues. Atrial cannula are 100% visually inspected for defects (holes, cuts, debris) upon receipt from vendor and also post-manufacturing before being packaged for shipment.